Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the physician prophylactically changed to the existing model 4092 chronic lead for pace/sense at the time of device changeout, because the existing lead had a field advisory. However, the patient presented to the clinic later that same day because the lia (lead integrity alert) triggered. Oversensing, due to noise, was observed. The patient's previous pace/sense portion of the advisory lead was put back into use because there had been no previous issues, and the model 4092 was capped. No patient complications have been reported as a result of this event.